Event description:
The pt, which is a child, was cast with 7432 specialist plaster roll immobilizer on child's forearm. The pt received burns on their arm. Primary care physician treated child and physician stated that the plaster was not applied correctly by the urgent care facility. Burns have been treated and are healing.